Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Batch # unk. Additional information requested but unavailable. The part of the staple line that did not fully close, were the staples malformed? The part of the staple line that did not fully close, were there staples missing from the staple line (staples visible in the cartridge post firing)? How much blood was loss (ml)? Did the patient require a blood transfusion? If yes, how many units were given? What is the current status of the patient?

Event description:
It was reported that during a nephrectomy procedure, on venus firing, there was bleeding. The surgeon described it as part of the staple line didn't fully close the lumen. All other firings were hemostatic. Case completed with clips and subsequent firings.

Manufacturer narrative:
(B)(4). Batch # m55w7m. The analysis found that one (B)(4) device was returned in good visual condition and with a (B)(4) cartridge loaded on the device. The cartridge reload was received partially fired 1/3 consistent with an incomplete or interrupted cycle. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.